Manufacturer narrative:
It was reported that there was a separation. One picture was taken by the customer that shows the stand alone texium but unable to determine the root cause of the failure due to no sample being returned. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris texium closed male luer was occluded the following information was received by the initial reporter with the following: it was reported by the customer that the texium closed male luer with their cadd pump home infusion patients. They've experienced pieces of the texium closed male luer separating and pushing the septum of their needless connector down so it does not allow fluids to flow through.